Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and the associated lead and device chronically displayed noise and oversensing. Isometrics were able to reproduce the noise. The patient was seen for a revision procedure where it was noted that the header of the device was able to be moved a bit. A header issue was suspected; therefore the device was explanted and the leads remained in service. Subsequently the newly implanted device displayed noise and oversensing with the chronic leads. The patient was seen in clinic for device testing where pocket manipulation and isometric exercises were performed. The patient will continue to be monitored via their remote home monitoring system. There were no additional adverse patient effects reported.